Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. CAPA#1515534 was initiated. H3 other text : see h.10.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "leakage from end cap. Discovered shortly after placement. Blood return. Needle changed and the new one was observed closely. Same issue occurred again."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that venflon pro safety 22ga 0.9mm od 25mm l leaked. The following information was provided by the initial reporter: "leakage from end cap. Discovered shortly after placement. Blood return. Needle changed and the new one was observed closely. Same issue occurred again."